Manufacturer narrative:
Image review: the returned image captures a deformed stent attached to a snare, post removal from the patient. The image confirms the reported dislodgment.

Event description:
The physician intended to use a 2.5x18mm resolute onyx drug eluting stent and a 2.5x26mm resolute onyx drug eluting stent to treat a severely tortuous, severely calcified lesion in the diagonal branch of the proximal lad. It is reported that the patient had a very tortuous bend in left main to lad. Lad had a previous stent in ostium as well that impeding access. For both devices, there were no issues noted to packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was performed on the devices with no issues. The lesion was pre-dilated. The devices passed through a previously deployed stent. Resistance was encountered when advancing the devices and excessive force was used during delivery of both devices. It is reported that the 2.5x18mm resolute onyx dislodged during removal following a failed delivery. The dislodged stent was removed from the patient using a snare. It is reported that the 2.5x26mm resolute onyx deformed in vivo during positioning. The physician tried to advance the stent through the previous placed stent and met resistance. He pulled the catheter out, checked the stent, and noticed a deformed strut. The procedure was then successfully completed using another 2.5x26mm resolute onyx device. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: stent had come dislodged from the delivery system. The stent was returned, though delivery system was not returned for analysis. Deformation was evident to the complete stent, with struts raised, bunched and overlapping. If information is provided in the future, a supplemental report will be issued.